Event description:
Reporter indicated that vns pt was hospitalized for 1 1/2 - 2 weeks for treatment of infection of both the neck and chest incision sites. Upon discharge from hosp, the pt will reportedly be treated with 2-3 weeks of IV antibiotics at home.